Event description:
The customer reported that during removal of a tissue mass from the face as the surgeon was removing handpiece from the surgical area, there was a pop and pts eyebrow flashed and a flame occurred. The injury was a singed eyebrow and 2nd degree burn on skin medial to eyebrow.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the device is not available for investigation. The site was sent an or fire prevention packet which contains info and training materials.